Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the ins was dead and didn¿t work anymore. The patient reported that it has been like this for maybe a year. No symptoms or complications were reported.